Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he dropped the insulin pump and it alarmed during manual prime. Customer's blood glucose was unknown. Customer was advised to remain disconnected from the device. Customer reported the drive support cap was sticking out and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan.